Manufacturer narrative:
Complaint will be elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
A customer reported 22 false positive results on an alinity m resp-4-plex assay. The lab had consecutive positives appearing, which led them to retest recent samples with another method which generated negative results. The false positive results were not reported outside the laboratory, so there was no impact to patient management. The evaluation is being run as a worst case false positive sars cov-2 evaluation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log file provided was performed. Amplification curves of 12 complaint samples were reviewed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The picture provided by the customer was reviewed. The picture was taken from the side of pipettor sleeves where droplets can be seen. Based on the customer provided photo, the customer's observation could be verified by this review. Quality data review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 515652 and the components was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 515652. The quality control (qc) testing met all acceptance and validity specification criteria. The products passed quality specifications at the time of release. Review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 517877 did not identify any issues which could result in the reported complaint. The qc testing met all acceptance and validity specification criteria. Additionally, review of the manufacturing documents for the components did not identify any issues which could have led to the reported complaint. The CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 515652, lot 517877 and their components and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 515652 and 517877. The lot specific complaint history review for alinity m resp-4-plex amp kit (list 09n79-090) lot 515652 identified five (5) additional complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-90) lot 515652. One ticket is currently being investigated independently. Four tickets were investigated independently, and no product deficiency was identified. The lot specific complaint history review for alinity m resp-4-plex amp kit (list 09n79-090) lot 517877 identified two (2) additional complaint related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-90) lot 517877. The two tickets are currently being independently investigated. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 515652 and lot 517877 was not identified.